Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead appeared to have some damage after removing lead end cap. They had high impedances on monopolar and all bipolar contact 0. Issue was not resolved during troubleshooting. The issue was not resolved. No symptoms were reported.